Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening(curved) on anterior and creases(flat). Leak test and microscopic analysis was performed which identified a (sharp)opening valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a (sharp) opening on anterior(valve bond edge) due to an unidentified(tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.